Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose measured up to 267 mg/dl during the call and a reported peak of 264 mg/dl, after the user ran out of insulin; a system check passed and troubleshooting and education were completed, and the event was classified as cause unclear. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included technical support review and user-guided system verification. Investigation of this case revealed no device malfunction observed during the call. It was concluded that the event was not attributable to a confirmed device failure and that user insulin unavailability was a potential contributing factor with cause of hyperglycemia remaining unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.